Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent overnight low glucose readings after starting the ilet, including a sensor value of 39 mg/dl when the user did not feel severely low; the user treated with oral glucose and returned to sleep, and retrospective review indicated a pre-bed glucose spike associated with two dinners when only one was announced, along with noted nighttime cgm signal dropouts. Symptoms included hypoglycemia without loss of consciousness or injury. Outcomes included self-treatment at home without medical intervention or hospitalization. Investigation included review of reported use patterns and cgm performance, as well as user education and troubleshooting. Investigation of this case revealed that late postprandial hyperglycemia followed by automated insulin delivery during sleep, combined with an unannounced meal and intermittent cgm communication dropouts, was consistent with the reported low readings; user factors and sensor signal issues were identified as contributors. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable but consistent with use-related factors and sensor communication variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.